Event description:
Reportable based on the product analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The lesion was located in the calcified and severely tortuous mid left anterior descending artery. The physician advanced the 2.75x38mm taxus liberte stent to the lesion, but was unable to cross. There were no patient complications. The procedure was completed with another 2.75x38mm taxus liberte stent. Patient status is reported as stable. However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device evaluation: visual and microscopic examination revealed that the struts on rows 1 to 5 from the distal edge were misaligned and pushed 2mm of the distal markerband. The struts on rows 1 and 2 from the proximal edge were raised. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).